Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following a cataract extraction with intraocular lens implantation her vision became blurred with multiple floaters and white veil. She was unable to read small print 20/40 vision. Yag capsulotomy on her right eye was also performed. The doctor suggest that a cataract extraction with intraocular lens implantation to her left eye will help the quality of vision. Additional information has been requested.